Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon reported that he observed a lint or fiber partially embedded in the wound of a pt's eye during a postoperative visit. It was removed with forceps. No pt harm was reported. No additional info is expected.